Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported issue. The microswitch was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the bag/vent switch was not functioning as expected. There was no report of patient involvement.